Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for follow up showing post-paced t wave oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were made. Device remains implanted.

Event description:
New information received notes that post-paced t wave oversensing is still presented on the device. Further programming changes were made. Patient was stable before, during and after the event.